Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture and balloon detachment occurred. The target lesion was located in the common iliac vein. A 12.0x60,75cm mustang¿ balloon catheter was advanced to dilate the lesion. While performing a kissing balloon technique at 12 atmospheres, the balloon ruptured. When the device was removed, a portion of the balloon was gone. Two days after, the additional portion of the balloon was retrieved. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported via user facility medwatch mw5057554 that the 12.0 x 60, 75cm mustang&#10242;alloon catheter was selected for a venogram and thrombolysis procedure. After the balloon ruptured and detached, angiography was performed and an attempt was made to locate the remaining portion of the balloon but this was unsuccessful. The physician then decided to transfer the patient to the intensive care unit. Two days later, the detached balloon material was snared from the pulmonary artery. The patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified two complete circumferential tear sin the balloon material. One circumferential tear was located over the proximal markerband and the other complete circumferential tear was located over the distal markerband. The main body of the balloon was received in a container. This section was completely opened due to a full length longitudinal tear. Another longitudinal tear was also present in the proximal section of the complete circumferential tear. The longitudinal tear stretched from the site of the circumferential tear and it extended proximally along the proximal section of the balloon tear for approximately 2cm in length into the proximal transition zone of the balloon. No other issues were noted with the device. An examination of the markerbands identified no issues which could potentially have contributed to the balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported via user facility medwatch mw5057554 that the 12.0 x 60, 75cm mustang¿ balloon catheter was selected for a venogram and thrombolysis procedure. After the balloon ruptured and detached, angiography was performed and an attempt was made to locate the remaining portion of the balloon but this was unsuccessful. The physician then decided to transfer the patient to the intensive care unit. Two days later, the detached balloon material was snared from the pulmonary artery. The patient's status was fine.